Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet displayed horizontal bars across the screen and became unresponsive, consistent with a display malfunction affecting screen visibility; the user provided a photo, and a replacement ilet was issued with the user reverting to an alternate insulin therapy. Symptoms included none, with blood glucose reported in range and no hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. The investigation included collection of user-reported information and photographic evidence. Investigation of this device revealed a malfunction of the display component that resulted in loss of visual output and loss of responsiveness, consistent with a device hardware failure localized to the screen/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure attributable to hardware malfunction.